Event description:
It was reported to hill-rom that a pt fell out of a clinitron rite hite bed. The pt had a contusion and bleeding on the forehead and several cracked ribs. Pt was hospitalized. The facility was not using the siderails that were delivered with the bed.